Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that when the unit was plugged in, it experienced an e-1 error. It was further reported that the error was detected prior to the case and there was no pt involvement nor any delay.